Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact stated that the fill estimate was inaccurate. Reportedly, the customer was not using the pump for therapy during the event. There was no impact to the customer's blood glucose level.